Event description:
An advocate in the UK stated the customer's contour did not store two weeks of readings in the memory. No adverse event was alleged. It was requested the meter be returned for investigation. The meter was missing, so product information could not be provided.

Manufacturer narrative:
.